Manufacturer narrative:
Our field service engineer (fse) was on site to investigate the reported issue. Visual inspection showed that water had entered into the air gas module. Provided picture confirm the presence of water/corrosion in the air gas module. After replacing the air gas module, the ventilator passed all functional and safety test and was returned for clinical use. The most probable source of moisture/water into an air gas module is moist air from the hospital's wall gas system. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator's air gas module was contaminated with water/liquid. There was no patient involvement. Manufacturer's ref #: (B)(4).